Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported, intra-op, that during a balloon kyphoplasty procedure, cement leaked towards the spinal canal. Cement filling was stopped. At the time, the cannula was pulled out by mistake. The surgeon tried to reinsert the cannula in a hurry. At first, the guide wire was inserted, but could not be removed since the bone cement cured before removing the guidewire. Incision was extended and pin was cut near the bone surface. Pin was left remaining in the patient¿s body. About 2cm to 3cm of the guide pin remained in the body. The material of the guide pin was stainless steel. The surgeon had made a small incision to cut the guide pin. The cement leakage occurred because of technical error. It was considered that the surgeon had penetrated the interior of the base of the pedicle. The postoperative progress is unknown because the guide pin could not be removed and still remains in the pedicle.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.